Manufacturer narrative:
Unable to duplicate event rpt'd.

Event description:
After 100% take over of the oxygenation and circulation, the pressure suddenly increased (400mmhg) to approx. 700mmhg and the oxygenator was changed out. There was no injury to the pt as a result of this incident.